Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-70. Serial: (B)(4). Batch: 7076969/7077381.

Event description:
It was reported that the patient was experiencing inadequate and non-target stimulation despite multiple reprogramming. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were kept by the medical facility.